Event description:
It was reported that there was a spontaneous removal of the foley catheter and possibility of balloon damage.

Manufacturer narrative:
The reported event was unconfirmed. Photo: received (2) photo samples. All photo samples showcase an overview of a 2-way catheter. No root cause could be found because the reported event was unconfirmed. Visual: visual evaluation of the returned sample noted one opened (without original packaging), used all-silicone foley catheter. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. The balloon was allowed to rest and deflated passively with no issues. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The reported event is unconfirmed a labeling review is not required. Correction: d,g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that there was a spontaneous removal of the foley catheter and a possibility of balloon damage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.